Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer stated that the display did not return. The customer was assisted with troubleshooting. Customer stated that the contacts on the battery cap are not missing or damaged. Customer stated that they received battery out limit alarm and the insulin pump was shut off and failed battery test. Customer was advised to discontinue use of the insulin pump and to refer to backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display, unexpected battery out limit alarm and failed battery test noted.